Event description:
As reported by the user facility: one (1) contaminated spike chamber was identified during sampling for an aql incoming inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples were returned for evaluation. A photo was also provided. Per visual inspection of the returned samples, several cloudy spots were noted within the drip chamber. The returned photo displays the same issue. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. The operators were all verified to have completed and passed the skills assessment for the process that was identified to cause this defect.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: one (1) contaminated spike chamber was identified during sampling for an aql incoming inspection.